Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. Device one's insertion device has no visible defect. The sutures are off the device with bio debris but no other visible defect. The anchor has been stripped of all the threads leaving only the top edge and one side. Device two's insertion device has no visible defect. The sutures are still through the anchor and run through the cannula of the device. The anchor is on the device and has multiple broken threads. Based on the condition of the product material found during visual inspection of both anchors, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an arcr procedure, when two (2) healicoil anchors were inserted into the bursa, fragments of the anchors fell off. Surgery was completed with a back-up device instead. There was a 10 minute surgical delay and no further complications were reported.